Event description:
Patient revised for persistant pain, synovitis evident in surrounding tissues.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about reported pain; however provided information states the patient has synovitis, which is the likely root cause of the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.